Manufacturer narrative:
(B)(6) 2018. (B)(6) 2018. Failure analysis and visual inspection of the device by philips did not reveal any signs of damage or contamination. The returned battery pack was installed into a failure investigation ventilator. The battery was deeply discharged. Despite charging the battery for 7 days time, the battery voltage increased but the battery still failed to run the ventilator without alternate current and the "battery failed" alarm was displayed. The battery was replaced.

Manufacturer narrative:
Serial number unknown. A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the battery was dead on arrival. There was no patient involvement.